Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility in february of 2020 as part of a (B)(4)-piece lot. Evaluation of the returned instrument shows that the knob rotation mechanism is dry and sluggish feeling and in need of lubrication and the luer flush port cap is missing. Further evaluation shows that the jaws are loose and misaligned and bent to one side since the outer tube assembly is bent open slightly at the jaw end and the jaw pivot pin is pulled thru one side of the damaged outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent , and its bosses are both damaged where they engage the jaws. We are unable to determine how the drive rod (n00185) became bent/damaged and for the drive rod bosses to become damaged/smashed and for the jaws to become loose and misaligned and for the jaw pivot pin to be pushed thru one side of the tube assembly and for the knob rotation mechanism to become dry and sluggish feeling but mishandling and lack of proper lubrication at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws were found misaligned during a pretest before use. Also, the pivot pin was loose and the inner shaft was bent. The applier was purchased by the hospital on oct. 26, 2020.

Manufacturer narrative:
Qn#:(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws were found misaligned during a pretest before use. Also, the pivot pin was loose and the inner shaft was bent. The applier was purchased by the hospital on (B)(6) 2020.